Event description:
A customer reported a cartridge alarm, but it did not adversely impact their blood glucose level. The issue occurred while the customer was asleep, and the pump was not in use at the time. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was informed that the replacement pump would have updated software and was advised on managing the transition, including programming the new pump, connecting their continuous glucose monitor, and returning the defective pump. They were also instructed on the procedure for returning the old pump to avoid charges and provided with return instructions. There was no adverse impact to the customer¿s blood glucose level.